Event description:
Pinnacle flx study it was reported pericardial effusion occurred. A left atrial appendage closure procedure was performed. A35mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 27mm. The patient was started on 81 mg of aspirin post procedure. The next day post index procedure echocardiogram revealed small pericardial effusion. In response to this, eliquis was kept on hold for a week. The event was related to worsening of a pre existing condition and is still ongoing. The patient was discharged on the same day.